Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed a separated header. Additionally, the feed thru wires were found to be severed. Detailed analysis revealed that the wires most likely damaged while the device was implanted not during or post explant. The clinical observation of out of range pacing impedances were the result of a broken right ventricular ring feed thru wire.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out of range pacing impedances on the right ventricular (rv). A new pace/sense was planned to be implanted as normal impedances were noted on the shock channel. An x-ray was taken which showed no abnormalities. A revision procedure took place and the lead and device were disconnected and the lead was tested with a pacing system generator (psa) which showed impedances measurements within range. The rv lead was then connected to the previously implanted device which showed out of range pacing impedances. Finally, the physician elected to replace the ICD while the rv lead remains implanted with a new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis, this event will be updated.

Event description:
--